Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or prime/fill anomaly due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had priming errors and no delivery alerts and also report that the part where the customer insert the insulin was cracked. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.